Event description:
It was reported that the low energy shock impedance was 125 ohms today. This was found during an office follow-up. The previous follow-up impedance was 145 ohms. Also, the smart pass feature had programmed itself due to low amplitude signals. Technical services discussed some options with the caller. Later, the pulse generator was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy shock impedance was 125 ohms today. This was found during an office follow-up. The previous follow-up impedance was 145 ohms. Also, the smart pass feature had programmed itself due to low amplitude signals. Technical services discussed some options with the caller. Later, the pulse generator was explanted and replaced. There were no additional adverse patient effects.